Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the charged coupled device unit and damage on the circuit board of the video plug section, image noise occurred and the image could not be seen. The additional evaluation findings were as follows: due to damage on switch #2, water tightness was lost, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the video connector had a scratch, the control unit had a scratch, the grip had a scratch, the angulation lever had a scratch, the "right/left" lever had a scratch, the "up/down" plate had a scratch, the "right/left" plate had a scratch, the forceps elevator lever had a scratch, the light guide cover glass had a scratch, the light guide connector had a scratch, and the video connector case had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 16 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the event occurred due to damage of the image sensor unit (e.g. Disconnection, etc.) Or breakage of the mounting components (e.g. Integrated circuit chip, capacitor, etc) of the electric board due to stress, external factors or handling. However, a conclusive root cause could not be determined. The following information is stated in the instruction for use (IFU) which may help to prevent the issue. The inspection method for the suggested event is described as follows in 3.6 inspection of the endoscopic system in the operation manual "chapter 3 preparation and inspection". Inspection of the endoscopic image 1. Before inspection, wipe the objective lens using a clean, lint-free cloths. 2. Turn on the video system center, light source, and video monitor. Inspect the endoscopic image. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from irregularities. Olympus will continue to monitor field performance for this device

Event description:
The olympus representative reported (on behalf of the customer) that the hd endoeye laparo-thoraco videoscope had a noisy (sandstorm) image. The issue occurred during preparation for use and the procedure was completed. There were no reports of patient harm.